Manufacturer narrative:
The investigation has been completed for access site bleeding. Clinical information noted that there was an aneurysm and oozing at the access site. Hemostasis was achieved with a long covered stent. The root cause of the access site bleeding was not determined since insufficient clinical details were provided. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient was brought back to the catheterization lab for explant of the impella cp because the aneurysm site was oozing. The physician placed a long-covered stent for closure of both sites and post dilated for a good effect. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. No product was returned. Data logs were only available for the first 25 hours of the case, which includes the time of the complaint. Log review showed no abnormalities with the 5s optical parameters. There were placement signal low alarms leading up to the positioning alarms along with a slight downward trend in ps. By the time of the alarms, the pump was running at p-4 or below. The majority of the alarms occurred while on p-2. Impella in aorta and impella in ventricle were alternating while the pump was on p-2. No motor current spikes were seen. Motor current leading up to the position alarms was not as pulsatile as it was initially. The root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The complainant reported that the device exhibited an optical sensor issue.